Event description:
It was reported that asymptomatic patient presented to the clinic for routine follow-up. During diagnostic imaging externalized conductors were noted. No electrical anomalies were detected. The lead will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.